Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of event is an approximation. On (B)(6) 2025, it was reported that at around 2am, the patient woke up to an alert on his omnipod insulin pump alerting him that his wearable failed. He believed that the wearable failed at an unspecified time while he was sleeping. The patient had flu-like symptoms, could not move, and had possible dka. The patient tested his bg meter reading and it read an unspecified high value. About 8 hours later, the patient¿s wife drove him to the emergency room (ER). At the ER, the patient¿s bg meter reading was over 600 mg/dl. The patient was treated with IV saline and an IV insulin drip. Unspecified tests were also done and confirmed the patient was in dka. The patient was discharged on (B)(6) 2025. Once at home, the patient inserted a new sensor. The patient was ¿feeling fine¿ at the time of report. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.